Event description:
It was reported that balloon rupture occurred. A 12mm x 5.00mm nc quantum apex¿ balloon catheter was advanced for dilatation and the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was contrast in the inflation lumen. There were numerous hypotube kinks throughout the catheter. There was a 11mm tear in the balloon material on the proximal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors.

Manufacturer narrative:
(B)(4). The device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 12mm x 5.00mm nc quantum apex¿ balloon catheter was advanced for dilatation and the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.